Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f-12f mynx control venous vascular closure device (vcd) popped during prep of device. Hemostasis was achieved by another unknown device. There was no reported patient injury. The mynx venous vcd was prepped according to instructions for use (IFU) instructions. A non-cordis sheath was used. The mynx venous vcd was used in an interventional procedure with a retrograde approach. The deployer¿s in mynx training. Additional information was requested but not provided. The device was discarded; therefore, it will not be returned for evaluation. The reported event of ¿balloon-balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to balloon rupture reported. However, as the balloon had reported popped during prep, prepping/handling factors most likely contributed to the issue experienced. According to the mynx control venous instructions for use (IFU), which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline (or 50/50 saline/contrast mixture if fluoroscopy will be used to confirm balloon positioning), attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the inflation indication on the back of the device handle extends so that the entire black marker is fully visible with white border on either side. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum with the syringe to remove bubbles. Re-inflate and re-check the balloon to ensure no air bubbles are present.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6f-12f mynx control venous vascular closure device (vcd) popped during prep of device. Hemostasis was achieved by another unknown device. There was no reported patient injury. The mynx venous vcd was prepped according to instructions for use (IFU) instructions. A non-cordis sheath was used. The mynx venous vcd was used in an interventional procedure with a retrograde approach. The deployer¿s in mynx training. Additional information was requested but not provided. The device was discarded; therefore, it will not be returned for evaluation.